Manufacturer narrative:
E1: initial reporter first name: (B)(6). E1: initial reporter last name: (B)(6). E1: initial reporter facility name: (B)(6). The actual device was not available; however, a photograph and a video of the sample were provided for evaluation. Visual inspection of the photo and video showed that the replacement pre-pump line was disconnected from the support plate. The disconnection was the cause of the leak. The reported condition was verified. A potential cause of the condition may be due to potential manufacturing issues. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that during treatment with a prismaflex set, the pipe was observed to be leaking blood. It was further reported that the purple pipe connection location was incorrect. There was no report of patient injury or medical intervention associated with this event. No additional information is available.